Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg was returned without leads. The ipg passes the auto test and lab thermal testing for heat generation. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system consisting of four percutaneous leads and an ipg on (B)(6) 2008. It was reported, the patient began feeling a heating sensation when stimulation was in use. The sensation disappeared when stimulation was turned off. Examination of the patient's system found the lead impedances within acceptable parameters and all connectors intact. The physician explanted and replace the ipg on (B)(6) 2008. The explanted ipg was returned to nmd for evaluation. No additional information is available.